Event description:
The customer stated that she experienced high blood glucose levels all night, and when she removed the infusion set, the cannula was bent at a 90 degree angle. The customer stated that the insulin pump never gave her an alarm during this time. The customer was in a hurry, and was unable to troubleshoot at the time of the call. Advised the customer to call back for troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.